Manufacturer narrative:
Product complaint # (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # r59516. Device evaluation summary: the analysis results found that an ec60a device was returned outside of the original package and tyvek was not returned for analysis. The package was visually inspected and no damages were observed to be in the blister and also the device was observed without damage. No conclusion could be reached as to what may have caused the reported incident. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device r93w2p number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device r59516 number, and no non-conformances were identified. Additional information was requested and the following was obtained: do you mean the inner plastic tyvek (aka blister) packaging that contains the device? Yes the following information was requested, but unavailable: can you please explain more details? Was this inner plastic packaging allowing possible contamination of the device (sterility compromised)? Or, is the packaging that had been damaged the outer package(s)? Please clarify.

Event description:
It was reported that during an unknown procedure, package broken (crs). There were no patient consequences reported.